Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event that required intervention from paramedics. Patient did not provide any further event details. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.